Event description:
Implant placed 7/17/97 and removed 8/16/97 due to pain and mobility.

Manufacturer narrative:
The med history was returned for eval. When initially reported, it was indicated that infection was present. The med history does not mention infection. Pain and mobility were the reasons for removal. The implant is not believed to be the cause of failure.